Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing and inappropriate low voltage output on the implantable cardioverter defibrillator (ICD). The patient condition was stable. The patient was in stable condition.